Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included overweight, ovarian cyst, uterine bleeding, uterine enlargement, endometrial thickening, d & c, dysfunctional uterine bleeding, cervicitis and multiparous. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have weight increased ("weight gain") and experienced abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, tooth disorder, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, alopecia, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Pathology test - on (B)(6) 2012: final diagnosis (verified): uterus, resection, mild chronic cervicitis, basal endometrium. Unremarkable myometrium. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received:event inury nos deleted and events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dental problems, dysmenorrhea, dyspareunia (painful sexual intercourse), weight gain, hair loss, vaginal pain, pelvic pain, lower abdominal pain were added. Patient date of birth added. Product stop date added on 25-sep-2019: fu 2 and 3 process together : mr received. New reporters added, plaintiff's information updated. Concomitant conditions added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.